Event description:
It was reported that the patient was experiencing inadequate pain relief due to the upper leads having impedances and the thoracic leads migrating a few levels. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will not be returned by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 309365. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19125908/19125908.